Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted a call service alarm at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data did not find any activity outside of normal. The pump powered on and functioned properly. No tactile issue was found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidences. Bolus exercises were completed and recorded correctly. The reported call service alarm issue was not verified in the black box nor duplicated in the investigation.